Event description:
Caller states the patient tested 5.3 inr on the coaguchek s system and 2.6 inr on a comparison lab. Coumadin was held for 2 days based on the variance between results. No adverse event reported. Requested return of suspect system and replacement was sent.